Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's doctor was alleging the "pt apparently passed out and had to be treated by ems because our system did not treat". The pt was implanted with an ICD and did not require replacement equipment.

Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt sn (B)(4) and monitor sn (B)(4) have been completed. The reported problem (device did not treat) has been investigated. Review of the pt's flag files confirms that the pt did not have the belt connected or the device powered on at the time of the alleged deficiency. The belt was disconnected and the monitor shutdown march 23rd. The pt's nurse contacted support at 10:39:06 on (B)(6). In response to the inquiry, the device was briefly powered up on (B)(6) at 12:44:06 to perform a download of the pt's files. Upon evaluation of the monitor, the monitor was fully functional. Upon evaluation of the belt, a broken pulse wire was found in the rear 2 wire therapy electrode (te). There is no evidence that the damage caused or contributed to the alleged deficiency, as the pt did not have the device active at the time. There is also no indication that the pulse wire had been damaged before the event took place, as review of the pt's flags from (B)(6) confirmed that the pt was not receiving 'check te pad' messages. The root cause of the broken pulse wire cannot be positively identified but is likely excessive force while the belt was being removed by ems effort. No adverse event resulted from the damaged wires as the pt did not have the electrode belt connected or the monitor powered on. The pt was implanted with an ICD and did not require replacement equipment. Belt: (B)(6) 2010.